Event description:
It was reported that the patient¿s implantable neurostimulator (ins) worked for a while then stopped working completely. The patient stated that they noticed that something was wrong at the beginning of (B)(6) 2013 and tried to tell their healthcare professional (hcp) and manufacturer¿s representative but ¿nobody would listen¿. The ins was then checked over a month ago and was found to be ¿dead¿. It was also reported that the lead ¿went bad¿ a half a year ago. Additional information was requested but was not available at the time of this report.

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that the cause of the event was due to the lead component of the ins system. It was also reported that the ins battery had depleted prematurely. Patient symptom of incontinence was noted that was associated with the event. Both the ins and lead components were replaced then replaced with good results. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va00k0a, implanted: (B)(6) 2012, product type: lead; product ID 3889-28, lot# va00k0a, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# va00k0a, explanted: 2013 (B)(6); product type lead. (B)(4).